Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart and external ram crc error. The customer¿s blood glucose level was unknown at the time of the incident. Additionally, customer mentioned having high blood glucose and receiving a blank display when changing her battery. The customer mentioned nausea and feeling sleepy as symptoms of high blood glucose. Troubleshoot could not resolve unexpected restart. Troubleshoot was declined and high blood glucose, blank display and for external ram crc error. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit was set to proper time and date. Unit passed unexpected restart error test. No blank display, alarms noted during testing. No unexpected reset noted after battery removal noted. Unit functioned properly. C13 I/b was visually inspected and no anomaly was noted. Unit received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.